Event description:
The customer reported the 9800 system had an arching sound while they were doing a lateral shot on the hip. There was no patient injury.

Manufacturer narrative:
The service rep could not duplicate the problem. He regreased the high voltage cable on the tube side and took a fluoro shot. The shot was at max kvp and max ma. The rep could not hear any arching in the tube.